Event description:
Spontaneous call from patient, patient states that her 2nd pump, sn (B)(4), is working but giving her trouble when she loads the cartridge as well. The pump show over filled with the same volume and she has to try it multiple times for the pump to accept the cartridge. Patient switched to other pump, no adverse event resulted. Sending replacement. The reported product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Reported to (B)(6) by pt/caregiver. Diagnosis or reason for use: pah.